Event description:
It was reported the pt was experiencing difficulty recharging his ipg. The pt does not charge on an regular basis and it is unk if the pt has stimulation. The pt declined troubleshooting with the sjm representative and is requesting his scs system to be removed.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.